Event description:
It was reported that the patient consulted with a medical professional over the phone and was diagnosed with a abscess. For treatment, the patient was prescribed a topical ointment called mupirocin at 2 percent strength to be applied to 2 to 3 times per day. The pod was worn between 36 and 48 hours on the arm. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.